Manufacturer narrative:
H2/h3/h6: software analysis was completed. Log analysis determined that there was insufficient information to determined the root cause of the behavior. Codes 10, 213 and 4315 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2/d11: section d information references the main component of the system. Other relevant device(s) are: software: synergy spine s7;i7 2.1 9733686 software version: 2.1.0. H2/d10/h3/h6: logs have been received however analysis has not been completed at this time. Codes 4118, 3233 and 11 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturing representative went out to the site to preform system check out. It was reported that the system preformed as intended and there were no parts replaced. System was fully operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a cervical spine procedure. It was reported that while using the drivers, there was an alleged inaccuracy. The surgeon felt accurate until navigating the drill near the left c3. He felt he was approximately 4 mm medially. They decided to take another spin. After the spin they were still inaccurate in the same way, the drill was medial by 4 mm. Additionally they tried navigating a driver and it appeared to be inaccurate as well. When navigating the tracker and tap they were accurate. The surgeon decided to proceed with the case using freehand. There was a delay of less than one hour and no impact to the patient. Additional information was received and it was noted that navigation was aborted as the surgeon continued free hand. Also, the system was recalibrated the following day by the radiology technician and they have not experienced any further issues. The system was used the following day.